Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms. Review of the patient's data found that this issue started fourteen months earlier when an alert for a high out of range shock impedance measurement was triggered via the remote home monitoring system. Further information was requested from the clinic but not received. At this time the rv lead and ICD remain in service and no adverse patient effects were reported.